Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that a revision procedure was performed two days post implant of this right ventricular (rv) lead due to failure to capture and high thresholds. A new rv lead was successfully implanted. The status of the original rv lead is unknown. No additional adverse patient effects were reported. It was reported that the lead was explanted during the revision procedure and will not be returned for evaluation. No additional adverse patient effects were reported.